Event description:
The surgeon attempted to implant a silicone lens model aq2010v and was torn while advancing. The lens was not implanted, and there was no pt contact. The facility stated it is unk if a product malfunction occurred. The model and lot numbers for the injector and cartridge are unk.

Manufacturer narrative:
Eval results - (other): visual inspection of the lens showed evidence of surgical residue and one haptic was torn. The cartridge was not returned.